Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope exhibited debris in the elevator. There were no reports of patient harm/involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing thixotropic adhesive forceps, light guide cover pink probe tiny chip at the edge. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction; debris found in the elevator cannot be established. The most probable cause for the event missing adhesive on the forceps, light guide covers pink probe having a chip at the edge was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.